Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. The customer reported that the "jaw broke off," however, the failure investigation confirmed that the jaw and pulleys that the jaw is pinned to were not broken. The investigation did reveal that the instrument was broken at the proximal clevis to the main tube interface and the clevis was dislodged from the main tube as a result. Both the proximal clevis and main tube were missing pieces. Per the case notes, the broken instrument component was successfully retrieved from the patient. Customer was likely referring to the proximal clevis and main tube interface when stating that the "jaw broke off." The distal end of the main tube has various scratch marks on one side of the tube with a small amount of material removed. The location and appearance of the scratches suggests the damage may be due to instrument collisions with other instruments. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during a da vinci surgical procedure, the "jaw" of the fenestrated bipolar forceps instrument broke off. The fragment was immediately retrieved. No patient harm, adverse outcome or injury was reported.